Event description:
It was reported that an undefined malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with pump reset instructions. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction recurs. The customer acknowledged and understood the instructions provided.